Event description:
It was reported that a vns pt underwent full revision surgery due to high impedance. The specific device diagnostic results were not provided. The site indicated the explanted product is not available for return to the manufacturer. Followup with the physician revealed that there had been no pt manipulation or trauma that could have contributed to the high impedance. During the revision surgery, it was noted that there was an excessive amount of fibrosis on the electrode site.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.